Event description:
It was reported that during carpectomy procedure, sutures detached from two anchors during attempted insertion. Alternate product was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There been no trends identified related to this type of event.